Manufacturer narrative:
During investigation a reportable malfunction was found. The monitor was unable to complete a baseline test. The resistor was measuring open on the pca board. The open resistor is consistent with the patient receiving an external defibrillation while wearing the lifevest. No adverse event resulted from the damaged monitor.

Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing.